Manufacturer narrative:
During servicing of an electrode belt, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. The belt failed incoming functional testing. The root cause of the failure was contamination on all therapy electrodes. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids.  There is no indication that this device malfunction caused or contributed to the patient's passing.

Event description:
During servicing of an electrode belt, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. The belt failed incoming functional testing.